Event description:
Site reported recent problems with post op inflammation one day post intralase flap creation. Site has experienced 13 cases out of 62 treatments over 10 days. Two of the 13 patients have gone on to develop central toxic keratopathy (ctk) and have required further intervention. Refer to medwatch number 3006695864-2012-00035 for the report of the other patient with ctk.

Manufacturer narrative:
Patient interface, lot #cj01390, exp. 2013-09; patient interface, lot unknown, exp. Unknown the system was checked and found to be within specification. A review of the manufacturing records for the patient interface, lot number cj01390 was conducted. The documentation shows that products were manufactured within specifications. An additional system was also check and was found to be within specifications (intralase fs2; 20005k, serial #(B)(4)).

Manufacturer narrative:
Patient interface, lot #cj01390; exp. 2013-09; patient interface, lot unknown; amo eximer laser. The system was checked and found to be within specifications. It was noted that the temperature went as low as 12.5 degrees celsius and the required ambient room temperature should be between 19 and 23 degrees celsius. A review of the manufacturing records for the patient interface, lot number cj01390 was conducted and the documentation shows that the product was manufactured within specifications. An additional system was also checked and found to be within specifications (intralase ifs; 20005k, serial #(B)(4); device manufacture date october 2008).

Event description:
Site reported recent problems with post operative inflammation one (1) day post operative intralase flap creation. Surgery date: (B)(6) 2012. Eye: bilateral central toxic keratoplasty (ctk). Intervention: right eye 1x flap lift, left eye 2x flap lifts. Progress: as of (B)(6) 2012, the patient's visual acuity is at - 6/9 (20/30) and 6/12 (20/40). Medication: levofloxacin; dexamethasone minims; clinitas.

Manufacturer narrative:
(B)(4)